Manufacturer narrative:
During troubleshooting between tandem technical support and the customer, the customizable auto off feature was discussed and customer was satisfied with information provided. No product returning for evaluation. Attempts have been made to obtain all event information. Should new information become available, a follow up MDR will be submitted.

Event description:
Received information stating customer's pump alarmed and shut off while customer was sleeping. Customer did not understand the meaning of the alarm. Customer's blood glucose level was impacted.